Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing and visual inspection was performed on the event unit. However, the complainant¿s experience of unintended rf activation could not be replicated or confirmed as the event unit met current specifications. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction performed to section e2 to update initial reporter information.

Event description:
Procedure performed: unknown. Event description: the event date is unknown. The contact person was not personally involved in the incident. Found the product on his desk when he returned from vacation with a handwritten note that the product had self-activated during use. The contact person did not know who was involved in the incident. He also did not know the date of the event but would try to find this out. The product itself and the packaging for the instrument have been saved and can be sent back to applied for investigation. Applied medical rep's response received via email on 2sep25: I have spoken to the contact person several times without him having further information regarding the case (he finds it very difficult to find out who was present during the incident as this happened while he was on holiday). Patient status: no patient injury was indicated. Intervention: unknown.

Event description:
Procedure performed: unknown. Event description: the event date is unknown. The contact person was not personally involved in the incident. Found the product on his desk when he returned from vacation with a handwritten note that the product had self-activated during use. The contact person did not know who was involved in the incident. He also did not know the date of the event, but would try to find this out. The product itself and the packaging for the instrument have been saved and can be sent back to applied for investigation. Patient status: no patient injury was indicated. Intervention: unknown.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.